Event description:
The customer contact nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013, via (B)(6) and telephone. The customer reported that she purchased two ez breathe atomizers that did not produce an aerosol. She also reported that she experienced an asthma attack and was rushed to the hospital. Several attempts via telephone and mail were made to contact the customer; however, all attempts to confirm the customer's complaint were unsuccessful.